Manufacturer narrative:
The sample was discarded by the user facility, therefore not available for evaluation. Based on the information provided, we are unable to determine why the connector came free during fixation. The balloon assembly and connectors are intended to be removed after initial fixation. The IFU supplied with the device prescribes the recommended method of placement and removal. This complaint is inconclusive. The review of the manufacturing records is in process; a supplemental MDR will be sent when complete to document the findings. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol: after introducing the device into the body during a laparoscopic procedure using a bard ventralight st w/ echo ps the balloon assembly was inflated. The surgeon began to fixate the mesh. It is reported that during the fixation step, one of the connectors that attaches the balloon assembly to the mesh detached. The connector was located and was removed laparoscopically without injury to the patient.

Manufacturer narrative:
This is an addendum to the initial MDR to report the findings of the manufacturing records review. The review found that the lot was manufactured to specification. Based on these results there are no changes to the earlier conclusion provided on the initial MDR. The results of this investigation remain inconclusive.